Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that a red screen and a message was displayed upon interrogation associated with a da error code. Ts commented that this is a reset within the device that is self-correcting. The hcp mentioned that this patient had undergone a CT scan. The hcp was informed that if the device check was normal, the patient could be sent home from the clinic. The available information suggests that this device remains in-service. No reprogramming or invasive intervention was reported.